Event description:
The manufacturer received information alleging "internal battery not charging was confirmed during an in-house test run at the sales office. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device the issue of "internal battery not charging" alarm sounds was not duplicated by an operational check. However, an error indicating that an internal battery is not charging with the charge amount of the internal battery having been 89% was confirmed in the error log. The power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information received alleging "internal battery not charging was confirmed during an in-house test run at the sales office. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device the issue of "internal battery not charging" alarm sounds was not duplicated by an operational check. However, an error indicating that an internal battery is not charging with the charge amount of the internal battery having been 89% was confirmed in the error log. The power management board was replaced to address the issue. The device's power management board was returned to the product investigation laboratory (pil) for evaluation. The pil could not duplicate the error "err_not_charging_int_li_ion". The pil has determined that the power management board functions as designed and could not duplicate the allegations.